Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice was producing a burning smell. The event occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. A visual inspection was performed and identified a damaged power module that resulted from a blown fuse. Functional testing was performed including electrical safety analysis and simulated-use testing; functional tests identified a damaged power entry module resulting from a blown fuse. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the reported problem was determined to be a blown power input fuse. The fuse and the power entry module were replaced. Should additional relevant information become available, a supplemental report will be submitted.